Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and provide the results of the legal manufacturer's final investigation. Updated fields: b5, h11. D9 - device available for evaluation: yes. H3 - device evaluated by mfg? Yes. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e433 occurred due to a defective generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during set up / inspection for use (during set up in room / before patient in room), the high frequency (hf) unit "esg-400, had displayed error e433 (generator reboot). There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.